Event description:
It was reported that an altitude alarm occurred resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. The customer took no action to address bg. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.